Event description:
It was reported that the patient's stimulation was intermittent following a position change. Movement causes stimulation changes to occur. The impedance measurements were normal. The battery was okay. The patient was at the clinic in good condition. Further information is being requested from the hcp.